Event description:
The user facility reported that they had an issue with a 6fr angio-seal. When they tried to deploy, the footplate did not come out from the sheath, so the staff had to keep applied pressure. They dissected the angio-seal and everything was still present. Additional information was received on 14aug2025: the procedure being performed was a heart catheterization using a 6fr sheath. A pre-deployment angiogram was not performed. There were no access issues. There were no insertion issues with the device. There was no blood loss and the patient was stable.

Manufacturer narrative:
E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections d4 and g4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).